Manufacturer narrative:
Findings: unit received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 227 mg/dl. The customer jumped into pool with her pump on. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.